Manufacturer narrative:
One device was returned for repair with complaint that device was not alarming high pressure. No relevant event history was found. There was no relevant service history within the review period. The complaint was confirmed through downstream occlusion (dso) sensor test. The dso sensor was replaced to address this issue. Upon further inspection, it was found the printed wire assembly (pwa) was damaged, expulsors were damaged, camshaft was damaged, and latch lock lever was damaged. The components were replaced and the device passed all testing criteria post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the device was not alarming high pressure. The event occurred during self-test. There was no patient involvement.